Manufacturer narrative:
(B)(4). 1999. Medical products: maxim tibial tray; unknown femoral. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product is in process of being returned.

Event description:
It was reported that the patient was revised 19 years after initial surgery due to instability and polyethylene wear.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event confirmed. The returned device exhibits signs of wear and deformation. X-ray review provided from mmi states that subluxation and advanced polyethylene wear are seen. Overall fit appears appropriate. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.